Manufacturer narrative:
(B)(4). The customer returned one unit 5-12516 et tube , cuffed oral , spiral-flex 8.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the inflation line was detached from the et tube. The sample was returned with a bite block. The sample was sent to the manufacturing site for evaluation. It was confirmed that adhesive was applied to the notch and there was no evidence to suggest a manufacturing related cause. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "pilot line detached from et tube" was confirmed based upon the sample received. The detached inflation line would prevent the cuff from being able to inflate. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. It could not be determined exactly how or what caused the inflation line to become detached. However, based on the condition of the sample received, it appears that unintentional user error caused or contributed to this event.

Event description:
The complaint was reported as: "the anaesthetist reported to me that the pilot line had come away/detached from the et tube when the patient was being turned from the prone position to supine in order to be extubated. The anaesthetist did not catch or pull on the pilot line. Patients airway was rescued with a supraglottic airway device and no harm came to the patient in this instance".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports a verification of the failure mode reported was conducted as follows: 80 samples were taken from current production at the manufacturing facility and inspected. It was found that the samples comply with the requirement. The defect reported in the complaint was not observed in the current manufacturing process. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint was reported as: "the anaesthetist reported to me that the pilot line had come away/detached from the et tube when the patient was being turned from the prone position to supine in order to be extubated. The anaesthetist did not catch or pull on the pilot line. Patients airway was rescued with a supraglottic airway device and no harm came to the patient in this instance."